Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information has been requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) showed a voltage too low for the expected remaining capacity. The patient was seen by the physician which did not find anything abnormal after routine control except that the patient mentioned hearing a beep. Boston scientific technical services (ts) recommended a device replacement and advised to send a save to disk from the programmer to further assist the physician. This device remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicated that there was no save to disk performed of the device and that this patient will be checked soon and the device replacement will be scheduled. No adverse patient effects were reported. This device remains in service.